Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with bilateral stage three diffuse lamellar keratitis (dlk) one day post lasik procedure. The patient did not have any complaints. The reporter indicated oral steroids were prescribed and topical steroid eye drop dosage was increased. On the patient's follow up visit dlk was resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.